Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). Patient experienced progressive opening of perineal incision without suppuration may be due to chronic sepsis. Follow up visit on (B) (6) 2009 for perineal pain: wound did not heal. Follow up visit on (B) (6) 2009 perineal would opened, cuff exposed, chronic sepsis. On (B) (6) 2009, the entire device was removed due to infection.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction was reported. No conclusion can be drawn.